Event description:
A surgeon reported to the director of nurses that a patient experienced a thermal injury during a cataract with intraocular lens implant procedure. A suture was placed to close the wound.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).